Manufacturer narrative:
Pt's info. Requested and all available info is included.

Event description:
Customer reported tubing came apart and blood leaked from the bag onto the floor and IV pole. Have contacted customer 2 times to get more info about the incident and no response as of the date of this report. Product not received as of the date of this report. If product received, a f/u report will be sent when investigation complete.